Event description:
A valiant stent graft system was attempted to be in the patient for the endovascular treatment of a 200mm thoracic aortic dissection. During the index procedure, a gap between the base of the tapered tip and the edge of the graft cover was observed. The physician decided not to use the valiant delivery system as it could not be inserted into the patient due to the large gap. Another manufacturer¿s device was used to complete the procedure. Per the physician, the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.